Event description:
It was reported that during a da vinci surgical procedure, the prograsp forceps instrument would not move. There was no report that any piece from the instrument broke off and fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation confirmed the reported failure mode. Upon removal of the instrument's housing it was discovered that the instrument's pitch cable was derailed from the back idler pulleys. The cable was wedged between two pulleys and had lost tension. The clamping pulley screws remained tight. Failure analysis investigation also found that the instrument's pitch down cable was frayed at the distal clevis hub. The frayed strands were sticking out at the wrist. The other cables at the wrist were not damaged. No other damage was found.